Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system instructions for use manual states that thrombus and dissection are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Following angioplasty, a diamondback coronary orbital atherectomy device (oad) was used to treat a tortuous segment in the mid right coronary artery (rca) since a stent could not be advanced into the area of interest. During the third treatment, an unusual noise was observed. The oad and wire were removed. A type c dissection was identified, and thrombus was present. Balloon tamponade was performed, and pre-planned stents were placed. Both measures were used to resolve thrombus. In the opinion of the physician, the dissection occurred due to the tortuous nature of the vessel. In the opinion of the physician, csi devices did not contribute to thrombus, but the medical rationale used to rule out csi as a contributing factor was not provided.